Manufacturer narrative:
(B)(4). Visual inspection of tasp shim confirmed that one of the ball bearings and spring of the detached ball bearing was missing and not returned. Surface of the shim is scuffed and has wear marks. Discoloration of the surface of all the devices can also be seen. Slight evidence of deformation of the swage in the distal/proximal direction was present. Dimensions found the part to be conforming to print specifications where measured. It was indicated by the sales associate that the shims were subjected to ultrasonic washers and ball bearings were gone after the device came through the wash. This device is used for treatment. A corrective action investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Event description:
It is reported that one of the ball bearings was noticed to be missing from the articular surface shim after cleaning.